Event description:
Patient had a left tibia fracture repair in the summer of 1999 with a hardware implant. The hardware was removed in the late fall of 2010 due to concern from the surgeon that, "..this drainage and increased skin changes that he has is either a worsening infection or even that this skin area could result in squamous cell carcinoma. We would probably remove the hardware since we want to make sure we cure any infection."